Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 4 - ventricular nst=210 ms average v-cycle between (B)(6) 2010 18:36:17 and (B)(6) 2010 18:16:36. 3 - vf<=210 ms between (B)(6) 2010 18:16:42 and (B)(6) 2010 15:47:11. Ventricular short interval count v-sic=30.2 counts avg/day, in 4.01 days, between (B)(6) 2010 13:06:28 and (B)(6) 2010 13:22:57. Ventricular short interval count v-sic=333.8 counts avg/day, in 136.03 days, between (B)(6) 2010 13:22:57 and (B)(6) 2010 14:01:37. 1 - patient alert for lead failure predictor on (B)(6) 2010 06:19:33.

Event description:
It was reported that the lead exhibited t-wave oversensing. The patient reports being a regular user of cocaine. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.